Event description:
Additional information was received from a consumer. Device failures included delivery failure, catheter failure, and battery failure. Injuries included withdrawal, failure of therapy, and surgery. Dates of injury included explant surgery on (B)(6) 2015. No further complications were reported or anticipated.

Event description:
Additional information was received from a healthcare provider indicating the compounded baclofen lot number was 62991-1013-03. Other medications (oral, etc.) That the patient was taking at the time of the event was percocet, zofran, flomax, and b-complex. The patient's pertinent medical history included degenerative disc disease (ddd) of the cervical and lumber spine, unidentified other cervical and lumber issue that was not legible, anterior cervical discectomy and fusion (acdf), mechanical low back pain. There were no known drug allergies (nkda). It was unknown if the motor stall and withdrawal had been resolved. The patient was seen (B)(6) 2015 and the pump was still stalled, the withdrawal was resolving.

Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2005, product type: catheter. Product ID: 8578, serial# (B)(4), implanted: (B)(6) 2012, product type: accessory. Product ID: 8835, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative in regards to a patient who was being treated with baclofen 300.0 mcg/ml (77.55 mcg/day), dilaudid 15.0 mg/ml (3.878 mg/day) and clonidine 600.0 mcg/ml (155.11 mcg/day) intrathecal therapy via an implanted pump in simple continuous infusion mode. The lot numbers were unable to be obtained. Other medications the patient was taking at the time of the event were unable to be obtained. The pump's indication for use (IFU) was listed as chronic low back pain and spinal pain. The manufacturer representative received a call on (B)(6) 2015 from the physician's assistant who worked at the chronic pain institute. The patient had a motor stall and early withdrawal symptoms. Initially, it was reported the patient became aware of the pump alarm on saturday, (B)(6), 2015, when the patient went to bed for the night; however, the patient then indicated they were not feeling well over the weekend and initially heard the alarm on (B)(6) 2015. Factors that led to the event were unknown per the patient and the physician' s assistant. The patient came in for an office evaluation on (B)(6) 2015 af ter hearing an audible alarm, and the issue was identified by the office staff during interrogation of the pump. The print report was examined on (B)(6) 2015 at 09:27 with the last change on (B)(6) 2015 at 08:40. Estimated elective replacement indicator (eri) was noted as 40 months. The telemetry indicated a motor stall occurred on (B)(6) 2015 at 23:30. On (B)(6) 2015, telemetry showed the message "stopped pump period may exceed tube set". The patient was scheduled for a catheter dye study and roller study and to see the managing pain physician on (B)(6) 2015. The issue was not yet resolved at the time of this report. On (B)(6) 2015, the representative saw the patient for a roller study and dye study. During the roller study, they saw no movement as expected. They also assessed the catheter flow and no flow was observed. The hcp placed the patient on oral (po) meds and recommended pump replacement. The patient reported he felt there was "no reliability" for the pump, and the patient didn't know if he wanted the pump replaced. He wanted to talk to the engineers at the manufacturer. The hcp redirected the patient to discuss this decision with the surgeon. It was left up to the patient to decide whether or not he would have a replacement. The patient's dose was reduced to 1 mg/day of the primary drug dilaudid instead of setting the pump to minimum rate. The patient was aware the drugs in the pump were off-label. No surgical intervention yet occurred. The patient status at the time of this report was alive with no injury. If additional information is received, a follow up report will be sent.